Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colon biopsy procedure performed on (B)(6), 2011. According to the complainant, while inside the patient, the head of the forceps separated from the catheter, but remained attached by one of the pullwires; the other pullwire was broken. No biopsies were retrieved with this device so the procedure was completed with another radial jaw 4 biopsy forceps device. Reportedly, the device was inspected and tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however it was reported that the patient was over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.